Manufacturer narrative:
E1: patient city: (B)(6). Patient country: switzerland

Event description:
Unomedical reference number (B)(4). Event occurred in switzerland, on (B)(6) 2024, the patient reported that the one infusion set cannula was kinked. The site of insertion is abdomen. The length of time of infusion is 5 days and bent cannula was occurred in 5 day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.